Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign objects in air/water cylinder (tube), air/water tube, jet tube, suction port, and residual liquid or foreign material came out of suction connector of endoscope connector. There was no patient involvement.